Manufacturer narrative:
Customer followed up 11/22 review of pump data indicated insulin deliveries had stopped from (B)(6) due to the customer letting pump battery fully deplete. The customer did not resumed insulin deliveries during this time. The customer acknowledge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 551 mg/dl. The customer would used insulin pens to stabilize bg levels. During the call with tandem technical support, the customer reported that it took longer than normal to see insulin drops at the end of the tubing. The customer disconnected from the pump on 11/10 and continued to use insulin pens for insulin therapy and remained with elevated bg's. It was indicated that the customer will contact the healthcare provider to discuss factors that may affect bg level.